Manufacturer narrative:
Findings: pump passed operating current, unexpected alarm error test, displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor alarm. No unexpected alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube window, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm and compromised force sensor system error alarm on the insulin pump. Customer¿s blood glucose level was 78 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump multiple times and the alarm recurred during normal use. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.